Event description:
It was reported from a pediatric unit that during an infusion of ketamine, the pca module channel of the alaris pump stated "communication error". The ketamine infusion was started a couple of hours prior to shift change when the event occurred. The clinicians were unable to troubleshoot the communication error, therefore, the pump was completely turned off and restarted. All previous data, such as, volume infused and remaining volume in the syringe was cleared from the pcu. This event caused a pause in the infusion. The patient was set to receive the infusion for a total of 5 days. Customer reported there were no patient adverse effects in this event.

Manufacturer narrative:
Correction on initial report: d.1, d.4 (source instrument was determined to be the pcu and not the previously reported pca module), g.5 & h.4 additional information provided: d.11 the customer¿s reported complaint of a communication error during an infusion of ketamine was confirmed. ¿ based on the logs, the communication error was a result of a channel disconnect event, occurring at 07:41 pm on (B)(6) 2020. The channel disconnect was attributed to a communication loss between the pca module and the pcu. At the time of the event, the unit continued to infuse during the channel disconnect/ communication loss since the system is designed in that the pump will continue to infuse until the unit is physically removed. ¿ results from the iui test method identified a failed male iui connector on the pcu which led to the channel disconnect at the time of the incident. Although a channel disconnect/ comm loss error was not replicated, a channel disconnect/ power loss error event was indicative to the error event at the time of the incident. Several contributing factors can be associated to the failure including the observed contamination, damaged ribs, and corrosion on the iui connector. ¿ proper iui connector inspection and cleaning practices should be followed as instructed by the alaris user manual. Iui connectors should be inspected prior to use and should be replaced when surface contaminants, blue or green corrosion or cracks are identified. Iui covers are available to protect from contamination which can lead to corrosion. The proximate cause of the customer¿s experience with a communication error was attributed to a channel disconnect event caused by a failed male iui connector on the pcu. It is suspected that the failed pcu male iui connector as a result of contamination, corrosion and several crushed ribs. Device history review: review of the pcu s/n (B)(6) service history record showed the device had a manufacture date of 12jun2009. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020 and indicated that this device has been returned to service. On (B)(6) 2010, the unit was returned for a recall associated to the c299. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Requested but not provided. Patient reported as adolescent.

Event description:
It was reported from a pediatric unit that during an infusion of ketamine, the pca module channel of the alaris pump stated "communication error". The ketamine infusion was started a couple of hours prior to shift change when the event occurred. The clinicians were unable to troubleshoot the communication error, therefore, the pump was completely turned off and restarted. All previous data, such as, volume infused and remaining volume in the syringe was cleared from the pcu. This event caused a pause in the infusion. The patient was set to receive the infusion for a total of 5 days. Customer reported there were no patient adverse effects in this event.